Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device powered off unexpectedly. The field service engineer (fse) identified that the solenoid was thermally damaged and replaced the damaged solenoid and controller boards, restarted the device, and configured the drawer to the station. Functional testing in hardware test application confirmed the drawer operated normally and system functionality was fully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user report of burning smell overnight and station was not powered on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.